Manufacturer narrative:
A malfunctioning ipg was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery was used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Additionally, the implant session report confirms the device battery level is not displayed the clinician programmer was used to repair the ipg and reestablish effective therapy. No ipg logs were provided for evaluation. The device history record of the ipg was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the cause of the reported incident is consistent with not following the included guidance and directions for use of the ipg. Actions have been taken to prevent reoccurrence.

Event description:
It was reported that the patient underwent an unrelated procedure wherein monopolar electrocautery was used. The ipg was deemed inoperable as the device would not communicate with external devices, but the patient has effective therapy as stimulation is still possible.